Event description:
It was reported the patients leads migrated. Confirmed visually by the physician as he could see the leads just under skin in patient's neck. In turn, surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.